Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Reason/ indication for mesh implantation:cystocele prolapse, irregularity post lipo selection procedure (s) performed:anterior repair with mesh, transobturator tape, lipo selection touch up concomitant implant: uretex to2 postoperative complications: (B)(6) 2011: irritation in the vagina, little graft rejection - vulva and vagina showed moderate pelvic floor relaxation, apical scar, mesh erosion - mesh rejection - (B)(6) 2011: in-office trimming: the ulcerated mesh was removed,area of a suture in the posterior aspect, which was removed. There was some granulation tissue.